Event description:
The following information was reported to aci via user facility medwatch report (B)(4). "A 6 french mynxgrip closure device was advanced, but upon pullback of the shuttle, the plug withdrew with it, resulting in a non-deployment of the plug. As a consequence, the device was removed and hemostasis achieved in the usual and customary fashion with manual compression. Hemostasis was achieved uneventfully. Patient was transferred to the post-catheterization recovery area for observation and subsequent discharge. No bleeding oozing or hematoma noted at the site".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1335206) indicated that the device lot met all established performance criteria prior to shipment.